Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, constant bladder infections, painful catheterization, inflammation, anxiety, and panic attacks. No further info has been provided.